Event description:
It was reported that pump displayed malfunction code 9 with fault ID 0x2097, and that malfunction recurred even after being reset, with no notable events occurring before the issue and no report of blood glucose rising above 270 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer reset pump multiple times but malfunction persisted, and because pump was out of warranty, technical support advised customer to contact clinic to obtain prescription for replacement pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.